Event description:
It is reported the patient had an ml taper removed following a periprosethic fracture. During surgery, it was discovered there was film around the stem indicating loosening prior to the fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.